Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent atrial undersensing was noted on current electrograms (egm) and stored episodes on the right atrial (ra) lead. It was further reported the remote monitoring network was displaying errors and was unable to send full documents. The ra lead remains in use. No patient complications have been reported as a result of this event.